Manufacturer narrative:
Follow-up #1: date of submission 11/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: during investigation, the keypad cover was peeling, and the keypad buttons were responsive to user input. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. Unrelated to the original complaint, the display was dim with reddish text. Additionally, the battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was missing/peeling and that the ok/enter button became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.